Manufacturer narrative:
The returned device was evaluated. Visual inspection revealed the bottom shell was damaged and the battery lid was missing. The device arrived without batteries. Generic stock lab batteries were used to turn on the unit. During power-on testing, the led segments on the led digits were unable to illuminate. The device was able to obtain spo2, pi, and pulse rate readings using a masimo sensor. Internal inspection isolated the led segment failure to the system circuit board which had a failed led segment across its nodes. A service history record review reveals this unit was in the field for over four (4) years with no previous reported issues related to this reported event.

Event description:
The customer reported missing segments on the screen hindered diagnostics performed by the staff. No patient impact or consequences were reported.